Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgery to revise the ipg. Further information is currently unavailable.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and device codes to reflect pain at the ipg site. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient was experiencing discomfort and pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned. Postoperatively, the discomfort has resolved.